Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's body rejected the first ins and never healed. The patient reported the wound was seeping and was infected so the ins was removed and the device and wound cleaned then the same device re-implanted and the patient healed. After the infection the patient fell and broke the device, but the patient was not sure if the lead broke or which device broke. The system was replaced. There were no further complication reported or anticipated.